Event description:
It was reported that while prepping the instrument case for knee arthroplasty at the back table, the articular surface inserter was identified to have fractured. Another articular surface inserter was able to be used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Cmp-(B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h3, h6 the reported event was confirmed by inspection of the returned device. Visual examination identified sign of use and the tip was fractured. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.